Event description:
It was reported that the device was used during a laparoscopic nephrectomy procedure. The surgeon stated when attempting to transect across the kidney, either the anvil or the reload broke and was stuck on the tissue. The device was forcefully removed from the tissue. A piece of the broken cartridge was removed from the abdomen. The device cut and stapled enough and did not cause an issue, plus it was on the specimen side being removed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.